Event description:
It was reported that the physician observed exposed urethral bulking material via cystoscopy post-implant. The material was removed and the patients symptoms improved over the new few weeks. No further complications were reported.